Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed and moderately calcified lesion was located in the tortuous proximal left anterior descending (lad) artery. The apex monorail 2.5mm x 15 mm balloon catheter was being used for post-dilatation of another manufacturer's stent. The balloon ruptured at 6atms, on the first inflation. The procedure was completed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as "good". This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, the similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause has been attributed to operational context.